Event description:
Customer reported when the alarm is in use with the nurse call cable, the alarm does not sound. Issue was discovered during set-up but the date is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue of no sound. The unit sounds and sends signal to the nurse call test fixture when weight is removed from the sensor pad; however, if the sensor cable is moved, the unit sounds on and off and at the same time the signal on the nurse call test fixture comes on and off. The unit passed all other functional testing. All pins inside the sensor receptacle are bent down and the unit has been exposed to moisture. (B)(4).